Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of the diaphragm flange disk and an opening (curved) on posterior. Leak test and microscopic analysis was performed which identified a striated opening on posterior, white particles in the shell, creases (flat) and adhesive delamination. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consistent in the use of a surgical tool, and delamination (total separation) of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.